Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s implant was working fine, but it took a long time to heal. The patient stated that every time they moved the wound would open and it was bleeding a lot. The patient noted it was bleeding a lot the day before the report and they stopped changing the gauze. The patient stated it seemed like the implant site was closed at the time of the report. The patient stated the implant site ¿might be warm¿ and had become more painful. The patient¿s healthcare provider told them they could shower post implant but they didn¿t until the next day becausethey were still sick from the anesthesia. The patient stated the implant site had been getting more and more sore since it was implanted, they could not get comfortable, and thought the area might be infected. The patient noted they had been in tears due to the pain and could barely sit down. When they patient walked on the right leg it felt like the implant was going to split open. The patient reported that their right leg and thigh were hurting down to their toe, the patient tried turning off stim but their leg still hurt and they would limp. The patient¿s right leg felt weird. The patient noted they had stimulation on when they went to the bathroom. The patient was redirected to their healthcare provider to check the implant site. No further complications were reported.